Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic hernia repair. According to the reporter, a part of the device broke. The piece was removed from the field and a new device was used. There was no harm to the patient.